Event description:
It was reported while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. Erroneous results were not reported out, and there was no report of patient impact.

Manufacturer narrative:
Eua# (B)(4). H.6. Investigation: the complaint investigation for false positive result when using the bd max sars-cov-2 reagents (ref# (B)(4) lot 0154075 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. The customer complained of false positive results when using a negative cqi covid from orgentec (vim btc030-r) with the bd sars-cov-2 reagents for bd max¿ system kit. The complaint text mentioned that the cqi negative control gave positive results caused by background noise, which is also what they observed daily with patients. Three runs (run 622 lane a7, 626 lane a4 and 632 lane a12) were provided, each containing one negative control, which were analyzed by bd. Sample from run 626 lane a4 gave an indeterminate result with a liquid level sensor (lls) error code. This error code requires to repeat the test in order to have a valid result. Analysis of the two other negative controls showed curves for the n1 and n2 targets with a low but true amplification, with lower endpoint values, compared to other curves from the same runs. Moreover, the raw signal curves did not present glitches or anomaly, and still showed the amplification, confirming the true positive results. Orgentec (control manufacturer) was contacted to verify if other customers had mentioned contamination with their controls. To their knowledge, no other issue occurred. Run 622 contains a positive control next to the negative control, whereas run 632 contains only a negative control without positive control. If the negative control from run 632 was prepared from the same sample as the one from run 622, using a new sbt preparation, contamination during control preparation could explain the issue. However, if the two samples were prepared from a different control preparation, environmental contamination could explain the issue. The bd reagent is not suspected to be the cause of the customer issue. There is no complaint trend for false positive results due to contamination for the bd max sars-cov-2 reagents lot 0154075. The root cause for the false positive result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. Erroneous results were not reported out, and there was no report of patient impact.